Event description:
The customer reported the ortho provue resulted a sample with passive anti-d as false negative with one cell of the antibody screen test. The customer observed very weak reactions in microtube upon visual of the processed gel card. The customer repeated the sample using the same lots of reagents on their second provue and obtained a positive (1+) reaction with screening cell #1. No erroneous results were reported. If this issue was to recur undetected, erroneous results could have been reported. Therefore, this incident is reportable. In this instance, no erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and submitted log files to ocd second level support (tac) for review. According to the fe, tac observed very weak agglutination in the cell #1 on the provue compared to the alternative provue which had stronger reactions (1+). Tac recommended reader camera adjustments. The fe inspected the volumes which were within specifications and performed reader camera adjustments. Mod 27 was performed and passed. Qc was acceptable. Repairs have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).